Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported). Eight days after the onset of the first episode, the peritonitis reoccurred and the patient was hospitalized. The cause was unknown. At the time of this report, patient outcome was unknown. Pd therapy was ongoing. No additional information was available.